Event description:
It was reported that a stent dislodgment inside the patient occurred. Vascular access was obtained via the groin. The 95% stenosed target lesion was located in the moderately to severely calcified and severely tortuous saphenous vein grafts. A 4.50mm x 12mm veriflex stent was advanced to the target lesion, however, the stent came off from the stent delivery system. The stent was attempted to remove using a 2.0 emerge balloon catheter to uphold the undeployed stent out into the non bsc guide wire. When they manipulate the balloon catheter, the non bsc guide catheter is engaged and pulled everything out of the vessel. The stent ended embolizing down into the patient's right leg and the stent was snared out. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Event description:
It was further reported that the vascular access was obtained via right groin.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The liberte/veriflex stent delivery system (sds) was received with the stent separated from the sds, consistent with the reported dislodgement. There was a stopcock attached to the hub. There was contrast in the inflation lumen. The balloon was loosely folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. The stent was damaged with struts stretched and tangled together. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed detachment and damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).